Event description:
It was reported that the target lesion was located in the internal carotid artery with 80% stenosis. The lesion was located distal to a previously implanted stent, past a 90 degree turn. After successful deployment of an unspecified xact stent, the nav 6 device was retracted and it was noted that the filter basket was torn. No resistance was noted during retraction. The patient experienced right hand weakness and difficulty speaking, which lasted about 10 minutes. The symptoms were transient, with no treatment performed. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.